Manufacturer narrative:
(B)(4). Follow up attempts were made to obtain patient information; no response received to date.

Event description:
The international customer reported the ventilator alarmed low o2 supply. The customer reported there was patient involvement with no harm to the patient.